Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived on site to address the reported event. Fse updated the software to version 2.52, checked and adjusted the incubator positions at the in and out positions, verified technical bulletins tb 104 and tb 52 were previously performed, verified incubator belt tension, and confirmed the allen screw on top of the incubator post was tight and that there was "no excessive play" in the incubator. Subsequent daily checks passed and the following qc run was within range. The customer was able to run 80 patient samples without errors. No further action was required by field service. ***of note, the events related to the "2231 bf overflow sensor 1 failure" error and subsequent washing probe assembly replacement was investigated and reported separately (MFR# 3005529799-2018-00648/ 8031673-2018-00648). A 13 month complaint history review and service history review for similar complaints was performed for the serial (B)(4). There were two similar complaints identified during the search period. The aia-900 operator's manual chapter 12- flags and error messages was reviewed. The aia-900 operator's manual under chapter 12- flags and error messages, states the following: 2231 bf overflow sensor 1 failure the aia-900 operator's manual indicates that the 2231 bf overflow sensor 1 failure error message is generated when the overflow sensor 1 s132 is detecting liquid constantly.. The operator is instructed to contact the tosoh local representatives and check s132. The 4143 c.trans-y home overrun the aia-900 operator's manual indicates that the 4143 c.trans-y home overrun error message is generated when the home sensor s060, which is not supposed to be activated after the cup transfer y-axis moves, is activated. No further operation will take place. A mf flag will be attached to the measurement result. The operator is instructed to contact the tosoh local representatives, check s060, check to see the cause of slipping that occurs when pm060 moves to the limit side. The most probable cause of the reported event was due to the incubator in and out positions requiring adjustments.

Event description:
It was reported that the customer received "2231 bf overflow sensor failure" errors during quality control (qc) checks with their aia-900 analyzer. Inspection of the washing probe assembly by the customer revealed that there was liquid in the wells that would not drain. Technical support (ts) instructed the customer to reboot and run. The "2231 bf overflow sensor failure" error cleared and the device was able to run initially; however, then the customer received the "4143 c.trans-y home overrun" error. The cup transfer arm stopped at the dispense lane when the over flow occurred. The customer called back later that day to report that the"4143 c.trans-y home overrun" error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.